Event description:
It was reported that the customer experienced difficulty charging the pump and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, it was reported that the customer received ¿several¿ power source alerts after plugging the pump into a wall outlet. The customer continued to use the pump for insulin delivery. There was no reported adverse impact.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.